Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a device deployment jam occurred with a 6/7f mynxgrip vascular closure device (vcd). Another mynx vcd was pulled and deployed without any difficulty. The patient had a history of coronary artery disease (cad). The vcd was being used in conjunction with a 6f non-cordis procedural sheath introducer (si) for femoral arterial closure following an unspecified peripheral procedure. The patient's vessel was noted to be 6 mm in size. The stick location was at the medium level. The vcd stopcock was opened on the sheath prior to shuttle down. Excessive force was not applied when shuttling down. Kinks were not noted in the sheath or device after removal. The patient was noted to have recovered. The device was not returned for analysis. A device history record (DHR) review of lot f1808902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant device deployment jam¿ could not be confirmed since the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling or damages in the procedural sheath. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR review nor the information available for review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Review of lot f1808902, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a device deployment jam occurred with a mynxgrip vascular closure device (vcd). Other mynx vcd was pulled and deployed without any difficulty. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an unspecified peripheral procedure. The patient's vessel was noted to be 6 mm in size. The stick location was at the medium level. The vcd stopcock was opened on the sheath prior to shuttle down. Excessive force was not applied when shuttling down. Kinks were not noted in the sheath or device after removal. The patient was noted to have recovered.